Manufacturer narrative:
This report is being supplemented to provide information that was inadvertently not included in the initial medwatch report. G3 was blank in the initial medwatch report. Date received by manufacturer was 17-aug-2022. The subject device was not returned for evaluation, as it was discarded by the facility. A root cause could not be determined. Veran will continue to monitor field performance for this device. This supplemental report is being submitted as a corrective action following a retrospective review of complaints in response to an observation from an external inspection.

Event description:
Doctor was navigating to her second target after taking 10 passes to target 1 with the needle. She noticed on her scope view that the needle was coming out of the distal end of the sheath while the tech had it retracted and in the locked position. After they removed the instrument from the scope, they could see that the needle was detached from the pole wire.

Manufacturer narrative:
At the time of this report, the device had not been returned for investigation.procedure was completed and there was no injury to the patient.